Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blank screen. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.